Event description:
When I place batteries in the alarm, it's fine, but when I plug in sensor and wait, I can feel the alarm heat up on the backside. I remove the sensor and it starts to cool. When I reinsert, it starts heating up. Unsure if this is normal, I plugged in sensor and waited for 5 mins and touched the alarm. It was a bit warm, 5 mins later, it was warmer and 15 mins later, it was definitely hot; 25 mins later, it was too hot in my hands. That is when I removed the sensor and batteries out of fear for a fire. Retried the new batteries but the alarm kept getting hot. I am worried that the alarm itself is defective and dangerous for my daughter. FDA safety report ID# (B)(4).